Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2021 to (B)(6) 2023. It was reported that the customer was accidentally overdosing on insulin by stacking insulin via pump bolus, and the customer¿s personal profile required adjustments. The customer's blood glucose (bg) level subsequently decreased to as low as 11 mg/dl. The customer received third party assistance from their brother, in-laws, and emergency medical technicians (emts), who provided juice, coke, carbohydrates, and a shot of some kind, but the customer couldn¿t remember the details to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.